Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer stated that he was experiencing high blood pressure of 400mg/dl for several days. No further was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with an error alarm during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarm anomaly.